Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: indication of index surgery on (B)(6) 2021? Suture lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe. Were cultures performed? Results? Was any medication prescribed to treat the infection symptoms? Please specify. When was the suture removed? Date? Was the wound re-sutured at a re-operation? If yes, on what date and what was used for re-suturing? What is meant by "no combined supplies"? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Indication of index surgery on (B)(6) 2021? Suture lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe. Were cultures performed? Results? Was any medication prescribed to treat the infection symptoms? Please specify. When was the suture removed? Date? Was the wound re-sutured at a re-operation? If yes, on what date and what was used for re-suturing? What is meant by "no combined supplies"? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2021 and suture was used for the incision. After 8 days, the patient felt pain in the wound. Physical examination showed that the wound was red, swollen and tender, and purulent secretion attached to the suture of subcutaneous tissue was found in the open incision. Considering the local infection caused by the foreign body reaction of the suture, removal of the suture , open the incision and strengthen the dressing change was performed. Debridement and sew were performed 8 days after the growth of fresh granulation. No combined supplies. Additional information was requested.